Event description:
It was reported that the patient presented with a systemic infection. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient became pacer dependent and remained in the hospital until a new system was implanted on (B)(6) 2017. Patient was stable.